Event description:
Optometrist reports pt wearing acuvue advance contact lenses with a central corneal ulcer. The pt was fit in 2004 and returned 2 months later with a 1mm ulcer od. The pt had a visual acuity of 20/50 on initial visit. He stated that pt was referred to an ophthalmologist and his last report stated the ulcer has resolved leaving a small central scar. Visual acuity has returned to normal. The pt has not returned for follow up.